Event description:
It was reported that customer¿s pump displayed recurring malfunction alarm code Malf 0 associated with fault ID Malf 0-0x277D, and customer contacted distributor and Technical Support for assistance. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and Technical Support arranged replacement pump, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode, reprogram pump settings, reconnect CGM to replacement pump, and return original pump using pre-paid label within 10 days.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.